Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm post was found recorded in history. During analysis, primary audible alarm post error was found at power up. It was noted that the interconnect board was not operating as intended and was the cause of the reported issue. Service replaced the interconnect board to correct the reported issue and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm background test. No adverse effects were reported.